Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/17/2017, 01/22/2019, and 04/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, the weight the device within specification and deformation. No other observation observed. Base on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of capsular contracture and device migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown and the "device is not where it is supposed to be and has risen." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported left side capsular contracture, baker grade unknown and the "device is not where it is supposed to be and has risen." Device was explanted.